Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit, subjected to positive pressure and a pinhole leak in the balloon was identified at 4mm distal to the proximal markerband. The blades and tip section of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked at 62cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention of an in stent restenosis case located near a two overwrapping non bsc stent, a 10/3.00 flextome cutting balloon was selected for use. However, the balloon ruptured on the first inflation. The pressure was lower than nominal. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention of an in stent restenosis case located near a two overwrapping non bsc stent, a 10/3.00 flextome¿ cutting balloon¿ was selected for use. However, the balloon ruptured on the first inflation. The pressure was lower than nominal. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.n